Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported arterial module srs failure. Device was changed out and a loaner device was employed for the procedure. Surgery was completed successfully, and there were no reported adverse consequences to a pt as a result of this event.